Event description:
Additional information received reported that the patient was discharged from the hospital on the second day after surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a blood blister, ruptured aneurysm of the terminal of internal carotid artery with a max diameter of 2.1mm and a 2.6mm neck diameter. The landing zone was 3.1mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was satisfactory. It was reported that the pipeline flex was flushed according to pu requirements. During the operation, after reaching the designated position in the microcatheter phenom27, the push guide wire was stabilized, the microcatheter was withdrawn, and during the deployment of ped, the tip end could not open normally and appeared trumpet-shaped. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the pipeline failure to open was not determined. The surgery ended without using stent or coil. The pipeline did not open in the distal. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.